Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "hip replacement surgery", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 1.7mls of juvéderm® voluma¿ xc into the midface and temple, 0.4mls of juvéderm® volbella¿ xc into the tear trough, and 2mls of juvéderm® ultra plus xc into the nlf. About a month later, patient was injected with 0.4mls of juvéderm® volux¿ xc into the jaw, 0.45mls of juvéderm® voluma¿ xc into the midface, and 0.5mls of juvéderm® ultra plus xc into the nlf. Two days later, patient experienced an injection nodule of filler in the mid face. Patient started treatment of topical neomycin sulfate 0.5% fluocinolone acetonide 0.025% four days later. Event resolved a month post-onset. A month later, the patient had non-device related ¿hip replacement surgery¿ and was given xarelto 5 mg qd and oxycodone 5 mg prn post-surgery. The event resolved that day. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm® volux¿ xc into the jaw.